Event description:
It was reported that the insulin pump alarmed button error during the prime process. The blood glucose reading was 75 mg/dl. The customer stated that the button error alarms occurred frequently. She also reported that the insulin pump was now cracked and some pieces had broken off due to her hitting the wall with the device. She noted that the device had been bumped and dropped. The crack was described as running on the side of the battery from the screen to the back of the buttons. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly however, corroded keypad traces were noted during visual inspection. No button error alarm noted during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.